Event description:
The customer tested his blood glucose and received a reading of 258 mg/dl. He then retested and received a reading of 76 mg/dl. The difference between the readings falls in the "d" zone of the parks error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. Normal control solution is to be sent to the customer. No product will be returned at this time.